Manufacturer narrative:
\This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event was not confirmed. Tests performed indicated normal electrical characteristics. A reference stylet could be fully inserted without any obstruction or restriction. The lead impedance was measured and it was within product specification. Visual inspection did not find any anomaly on lead that could cause the reported incident.

Event description:
It was reported that during an implant the rv lead could not be manipulated correctly because the stylet was not far enough. After the lead was placed in apex, an out of range pacing lead impedance, high capture threshold and decreased sensing on the lead was observed. The lead was not implanted.